Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after placing in a patient, it started to leak between the plastic catheter that stays in the patient and the blue portion that inserts into the extension tubing. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not able to be duplicated. 20 random samples of the returned 35 sister samples were visually examined for cracked catheter hub, actuator-to-tube tears, and punctured catheter, and tested for catheter leakag. All evaluated samples were found to be acceptable without failure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.